Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp device failed to redeliver after it came out of position. The device was pulled back, but the device came back through the aortic valve. Impella cp was explanted and a new impella inserted without cause, successful case weaned explanted in procedural area. No patient harm or injury noted.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned product was visually inspected, and a cannula kink was observed. The root cause of the pump pulling out of the ventricle issue was use related since the pump was positioned under a papillary muscle causing the cannula to kink and be stuck. This report is being filed as part of a retrospective review of historical records.